Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing. The patient was in a slow vt and pseudo-pseudofusion caused the peak of the r waves to be blanked, throwing off the threshold start, and resulting in oversensing of the t waves. Further information was requested however, was not provided.